Event description:
A cracked and shattered touchscreen was reported by the caller, leaving the touchscreen unresponsive. There was no reported impact on the customer¿s blood glucose level, as the caller declined to answer whether the issue caused the blood glucose level to exceed 500 mg/dl. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy. They were instructed to put the pump into storage mode and return it using a pre-paid label within ten days, which the customer understood and acknowledged.